Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15533. It was reported that the patient¿s lead migrated almost to the ipg pocket area following a fall a year ago. Lead migration was confirmed via x-ray and stimulation has been off ever since. Additionally, patient experienced discomfort at the ipg site following weight loss. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new system addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the pain at ipg site has resolved.